Manufacturer narrative:
Device was returned on (B)(6) 2017 and was evaluated on (B)(6) 2017. A guide wire was passed from distal to proximal with increased resistance proximal to the end of the balloon, and at the end of the strain relief. A guide wire could be passed through these two sections, with increased force to the guide wire. The guide wire would not pass through the hub of the balloon. The balloon inflated, and air was felt through the catheter.

Manufacturer narrative:
Patient weight unavailable. Notification has been marked in this field to indicate this complaint is part of a voluntary field action.

Event description:
During preparation for use for a patient procedure, the bridge balloon was found defective; an occluded lumen was discovered. Procedure was completed without patient harm; patient was discharged per operative plan.